Manufacturer narrative:
The product analysis indicates that the handpiece was a loaner return with no allegation of malfunction. However, the service technician reported that the nose bearings were running hot. The handpiece was disassembled for further inspection. The internal parts were heavily polluted (corroded) with foreign debris and the collar release was worn. The bearings, o-rings, and collar release were replaced. The handpiece was inspected, thoroughly cleaned, and successfully tested to specifications.

Event description:
The available information indicates that this is a loaner device. Upon return, loaner devices are evaluated and repaired when necessary. There was no allegation of malfunction upon return. However, the service report indicates that the nose bearings were running hot and the internal components were corroded. No injury was reported as a result of this event.